Manufacturer narrative:
(B)(4).evaluation summary: one sample was received for evaluation. A visual inspection of the sample showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported problem. A functional flow test was performed with no issues noted. The the sample was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow stopped while using an infusor lv5. This occurred after 32 hours of infusion. The reporter stated that fluid remained in the reservoir. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 10/03/2012 and 10/05/2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.